Manufacturer narrative:
The event was not confirmed as the device was not returned for analysis as the patient kept it and insufficient medical records information was received to perform evaluation. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because the device was not returned and insufficient information was received. .

Event description:
It was reported that the surgeon replaced a accolade tmzf that had been implanted for approx 3 years. The patient complained of pain. The bone scans showed a "hot" area upon surgical examination, the stem was quite loose and easily removed. The cup was fine, the surgeon replaced the stem with a mod restoration ics+16mm conical stem with a 21mm+20 cone body and 40mm chrome cobalt head. The surgery was routine.

Event description:
It was reported that the surgeon replaced a accolade tmzf that had been implanted for approx 3 years. The patient complained of pain. The bone scans showed a "hot" area upon surgical examination, the stem was quite loose and easily removed. The cup was fine, the surgeon replaced the stem with a mod restoration ics+16mm conical stem with a 21mm+20 cone body and 40mm chrome cobalt head. The surgery was routine.

Manufacturer narrative:
It was noted that the device is not available because it went to the patient. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.